Event description:
While onsite servicing the sterrad® 100nx sterilizer for another issue, an asp field service engineer (fse) discovered an odor emitting from the unit. There was no report of human reaction. This event is being reported as a malfunction report subsequent to a serious injury event dated 3(B)(6) 2014.

Manufacturer narrative:
The field service engineer performed a corrective maintenance and the catalytic decomp filter was replaced. Unit meets specifications and was returned to service on 02/19/2015.

Manufacturer narrative:
The fse was contacted for the second time. It was clarified by an asp representative who spoke to the fse that when the sterrad® 100nx sterilizer was tested, haze was observed. However, odor/smell was not found. The oil filter was also replaced and the pump was flushed as well. The evidence received indicated the event has not caused or contributed to a death or serious injury. As a result, this complaint is not a reportable event and was reported in error.